Event description:
Additional information was received that surgical intervention was undertaken wherein the ipg was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg migrated and is causing discomfort in the patient's hip. As a result, surgical intervention may take place.